Event description:
This complaint is now reportable based on the analysis completed on 09/18/2008. It was reported that during a coronary drug-eluting stenting treatment procedure, the 2.75x16 mm taxus liberte drug-eluting stent would not cross the lesion. The stent collided with the curve close to the lesion and could not reach it. The lesion being treated was located in the circumflex (cx). The procedure was completed with a non-bsc stent. No patient complications were reported. Patient status reported as "good." However, the returned product revealed the stent moved on the balloon and stent damage.

Manufacturer narrative:
Product analysis confirmed the difficulty stated in the complaint. The returned product included the stent delivery system (sds), product mandrel, and bi-tube. The sds was visually, tactilely, and microscopically examined along the entire length and the only damage seen on the sds was movement and damage to the stent. The stent was found to have moved 5mm distally on the balloon, and the two strut pairs from the proximal end were stretched out and flipped back 180 degrees. It should be noted that there was heavy contrast visible in the distal outer. The manufacturing records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. It was not possible to determine how or when the stent became damage and moved on the balloon. Therefore the most probable root cause for this event will be considered operational context due to the likelihood of anatomical and or procedural factors encountered during the procedure which contributed to the reported event.